Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg and that the ipg had difficulty charging. It was discovered through fluoroscopy that the ipg was flipped. The patient underwent a battery revision wherein the physician elected to replace the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.